Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where drawer 6 failed and was unable to recover it. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not sensing as closed. A field service engineer resecured the magnet and insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.